Event description:
A dual-filter sentinel device was utilized as an accessory cerebral protection filter device during a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2018 with an unknown valve. The proximal and distal filters of the sentinel device were placed and deployed into the brachiocephalic and left common carotid arteries as intended, and the tavr implant procedure was thereafter successfully completed with no reported clinical sequelae. On (B)(6) 2018, a (B)(6) medical clinical field specialist who had attended the implant procedure was informed for the first time that the patient had incurred an ischemic bilateral post-operative stroke less than 24 hours following the tavr procedure ((B)(6) 2018). Stroke is a known potential adverse effect related to tavr procedures. At this time, there was no indication that the sentinel device may have contributed to the event. The sentinel dual-filter device is designed to capture and remove debris dislodged during tavr procedures to help reduce but not prevent the rate of stroke. In the sentinel ide study, the percentage of peri-procedural (</=72 hours) strokes in the control arm (tavr alone, with no sentinel device) was 8.2%, whereas the percentage of strokes for tavr when using the sentinel device was 3.0% (a relative reduction of 63% in stroke rates when the sentinel device was used). During a follow up visit on (B)(6) 2018, a review of the case imaging between the physician and the clinical field specialist noted the presence of a significant calcified plaque in the mid-brachiocephalic artery. In addition, it appeared that the proximal filter may have been pulled back from its original landing position in the artery following initial placement and deployment. Based on this review, the physician indicated that although it could not be definitively determined, if the proximal filter had been repositioned, it may have dislodged part of the calcified plaque and possibly contributed to the subsequent neurological event. Based on the information provided, the root cause of the stroke and/or the potential contribution of the sentinel device could not be definitively determined.

Event description:
The initial manufacturing report 3010178326-2018-10003 section g4 "date received by manufacturer" was 24 may 2018 but should have been 23 may 2018.

Manufacturer narrative:
The initial manufacturing report 3010178326-2018-10003 section g4 "date received by manufacturer" was 24 may 2018 but should have been 23 may 2018.